Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this reported.

Event description:
The customer alleges that catheter broke off in the patient. The patient was returned to surgery to retrieve the line from the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual complaint sample was not returned for evaluation. Three photos from the customer were returned showing the complaint sample. Upon visual examination of the photos, the catheter is separated half way down the catheter body and the separated portion of the body was visible in the photos. The separated ends of the catheter appear twisted and torn. The report was reviewed; however a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instruction booklet provided with the set describes a suggested procedure for inserting the catheter. The instructions caution "do not reinsert needle into catheter to minimize risk of catheter damage." A catheter puncture or separation could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. Other remarks: the report that the catheter separated was confirmed by photos provided by the customer. The photos showed the body of the catheter separated half way down the catheter body. The separated portion of the body was visible in the photos. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of the catheter separation could not be determined based upon the information provided and without the actual sample.

Event description:
The customer alleges that catheter broke off in the patient. The patient was returned to surgery to retrieve the line from the patient. The patient's condition is reported as fine.